Manufacturer narrative:
Updated b5 describe event, b2 outcomes attributed to adv event, d6b explant date h6 impact codes, and h6 evaluation conclusion codes.

Event description:
It was reported that the patient was enrolled in the it matters clinical study and implanted with a spectra penile prosthesis on (B)(6) 2023. The patient presented a month later with right sided, deep perineum pain that occurred when the implant was moved to the left, as well as localized pain to the ischial tuberosities. The patient was prescribed medication. The patient also experienced difficulty concealing the erection. A couple months later, the patient presented with floppy glans that the physician suspected was related to an undersized cylinder. Approximately a year later, the device was explanted and replaced with longer cylinders. Upon explant, the physician found the right distal cylinder had migrated. Shortly after the procedure, the right cylinder still demonstrated right lateral displacement and a penoplasty was performed. There were no additional patient complications reported.

Event description:
It was reported that the patient was enrolled in the it matters clinical study and implanted with a spectra penile prosthesis on (B)(6) 2023. The patient presented a month later with right sided, deep pelvic pain related to an incorrect size of the device. There has been no surgical intervention performed, but the patient was prescribed medication. There were no additional patient complications reported.

Manufacturer narrative:
Updated b5 describe event, h6 patient codes, and h6 evaluation conclusion codes.

Event description:
It was reported that the patient was enrolled in the it matters clinical study and implanted with a spectra penile prosthesis on (B)(6) 2023. The patient presented a month later with right sided, deep pelvic pain related to an undersized cylinder due to floppy glans. There has been no surgical intervention performed, but the patient was prescribed medication. There were no additional patient complications reported.